Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient's 40ml pump was beginning to erode through their skin.  The physician believed the patient gained significant weight, which was causing the pump to push up from its original location. The pump was 4 years old.  The physician decided to revise pocket and replace with 20ml pump. Diagnostics / troubleshooting performed was unknown.  The pocket was revised and the pump was replaced with a 20 ml pump.  The issue was resolved as of 2024-mar-14.  The patient was without injury regarding their status as of 2024-mar-14.  The healthcare provider discarded the pump.  The patient's medical history and weight were unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 correction: the patient code e2403 was indicated in error regarding the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.